Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc), therefore omsc could not evaluate the referenced device. Omsc received the photo of the device and investigated the photo. As a result, omsc confirmed that the ptfe pad was partially peeled. The manufacturing history was reviewed with no irregularities noted. The exact cause of this issue can't be conclusively determined. But based on the similar cases, there was a possibility that the ptfe pad was partially peeled since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following report: 8010047-2015-00424.

Event description:
It was reported 2 thunderbeat devices were failed during a high anterior resection. After 2 hrs use, the surgeon found that the ptfe pad of first device was separated. The user continued with the second device, but the same ptfe pad failure happened. The procedure was completed with the third device. There was no pt harm reported. This is first report about this case.